Manufacturer narrative:
Concomitant products: 7742 lead, implanted (B)(6) 2016, 7741 lead, implanted (B)(6) 2016.

Event description:
It was reported that the left ventricular lead dislodged - as confirmed on a chest x-ray - and there was no capture, even at maximum output. A lead repositioning was attempted, however the target branch was not a stable location so the lead was explanted and replaced. No patient complications have been reported as a result of this event.